Event description:
Per the clinic, the patient experienced feedback and retention issue. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. In addition, it was reported that the patient has a job that prohibits the patient from wearing the device at work. Subsequently, the device was explanted (date not reported). It is unknown if there are plans to re-implant the patient as of the date of this report.